Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the tubing. Reportedly, it took 3 units of insulin for the air to pass through the tubing. The customer's blood glucose level was not impacted. It was noted that the customer would meet with a clinical diabetes specialist regarding pump usage and retraining. Tandem's technical support educated the customer on the loading of a cartridge and air removal technique.